Manufacturer narrative:
A ge service representative performed an onsite investigation. The system was evaluated for repair and a quote was issued to the customer. The customer reported issue could not be duplicated. The customer declined to have the service representative repair the system. No further information is available.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.